Manufacturer narrative:
More information surrounding the event have been requested. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. Performed tests revealed that the delta pressure transducer, which is part of the flow measuring in the air gas module, on a printed circuit board inside the air gas module was corroded and broken. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will lead to activation of alarms from the ventilator. Sem-edx analysis (scanning electron microscopy with x-ray microanalysis) was performed on five delta pressure transducers all from the same hospital (including the pressure transducer from this complaint). The analysis shows that the corrosion was caused by chlorine contamination. The chlorine might have entered via the supplied air into the ventilator. According to the user's manual, chlorine must not be detectable in the supplied gases to the ventilator. The hospital will be informed that measures should be taken to filter out contaminations e.g. Chlorine.

Event description:
(B)(4).